Manufacturer narrative:
This report is filed october 31, 2013.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2013, to reposition the receiver/stimulator unit. During the procedure the electrode array became extruded resulting in the decision to explant the device. The patient was reimplanted we another device during the same surgery.